Manufacturer narrative:
B5; additional information received : it was confirmed there was no visible damage to the box prior to opening the device. The box was sealed correctly and the sales rep had removed the sealed sticker before the inside package was opened. The scrub technician did not use significant force and it was said this scrub technician has opened previous devices without any issues. The device never made it in contact with the patient. Once the issue had been discovered the device was moved to a separate table throughout the duration of the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was intended to be implanted during the endovascular treatment of an 28mm abdominal aortic aneurysm. It was reported during the index procedure, the scrub tech prepped the endurant ii limb. However, it was discovered that the end of the delivery system was broken, with the end cracked and barely hanging on. Upon assessment, it was concluded that the delivery system was already damaged before the scrub tech handled it. The device was replaced, and the patient received treatment. Per the physician the cause of the damage was a broken end of the delivery system handle.  No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: two (2) images were received from the account. The images capture a break at the end of the screw gear components. The material is jagged and uneven at the break site. The reported deformation in-vitro was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.